Event description:
It was reported that a customers cidex reservoir on their automatice endoscopic reservoir (aer) was leaking. There are no reports of injury or contact with cidex. An asp field service engineer was dispatched to service the aer.

Event description:
Boston scientific crm received information that this patient experienced syncope and was admitted for evaluation. All device based testing was noted to be normal. The next day, while having an echocardiogram, the patient was lying on their left side and right ventricular (rv) loss of capture (loc) was observed. An x-ray was performed and the rv lead appeared to have moved, it was determined that a lead revision would be necessary. During the rv lead revision, the stylet was unable to be fully inserted into the lead, therefore, the rv lead was removed. While explanting the rv lead, it became engaged with the right atrial (ra) lead and changed the loop in the lead. It was decided to explant the ra lead as well. A new ra and rv lead were successfully implanted. It is not clear if the lead was implanted in the atrial or ventricular position.

Manufacturer narrative:
An asp field service engineer (fse) conducted an onsite evaluation of the customers aer finding a leak in the reservoir. The fse replaced the reservoir to resolve the leaking. The machine meets manufacturers required specification.

Manufacturer narrative:
Evaluated by mfg: the replaced reservoir tank was an old design. The old tank design was assembled (non-molded) and can crack resulting in leakage over time further leading to failure to the temperature subsystem. Therefore, the old tank assembly (p/n 40-50464-001) failed with a known failure mode. A CAPA implemented a new reservoir tank assembly (p/n 90-54773-001). Review of the account history for this unit does not demonstrate a trend for this specific issue. The graph for the aer cpuy (complaints per unit year) for the problem code "leaking from reservoir" does not demonstrate a trend. Asp will continue to monitor for more trends.